Event description:
It was reported when using the bd pyxis medstation es system drawer was failed when user was doing a narcotic count for the station. The customer added that this malfunction caused a delay in dispensing medication to patients and the user picked the medication from another station however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 individual drawer controller board was not lit. The field service engineer replaced controller board, retractor band and pyxis module control board to resolve. The system functioned as intended after the field service engineer repaired the device.